Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause was unable to be determined.

Event description:
This is the same patient as MFR report 2134265-2009-03659.it was reported that in 2006 the patient underwent treatment with the polarcath device for three lesions. During the polarcath cryoplasty procedure the immediate technical results were satisfactory for lesion 1 and lesion 3. The immediate technical results were non-satisfactory for lesion 2 due to inadequate dilatation. This resulted in post-dilatation pta being performed using 5 mm diameter balloon/stent at 10 atmospheric pressures (atm) maximum post dilatation pressure. No follow up information was provided. The cryoplasty total procedure time was 30 minutes for all three lesions. Lesion 1 was a restenotic lesion in the superficial femoral artery with 5mm reference diameter, 8 mm lesion length and 80% stenosis. The vessel tortuosity was documented as none. There were no patent run off vessels identified. Angiographic data for the target lesion was concentric stenosis and no calcification at the target lesion. One inflation was performed with polarcath balloon with 5 mm balloon diameter, 4 cm balloon length and 80 cm shaft length. The target lesion stenosis was 5% post cryoplasty by visual assessment. The patient experienced pain during cryoplasty procedure on lesion 1. Lesion 2 was a restenotic lesion (instent restenosis) in the popliteal artery (p1) with 5 mm reference diameter, 30 mm lesion length and 85% stenosis. The vessel tortuosity was documented as none. There were no patent run off vessels identified. Angiographic data was concentric stenosis with mild calcification at the target lesion. One inflation was performed with polarcath balloon with 5 mm balloon diameter, 4 cm balloon length and 80 cm shaft length. The target lesion stenosis was 65% post cryoplasty by visual assessment. The patient experienced pain during cryoplasty procedure on lesion 2. Lesion 3 was a de novo lesion in popliteal artery p2 with 5 mm reference diameter, 40 mm lesion length, and 85% stenosis. The vessel tortuosity was documented as none. There were no patent run off vessels identified. Angiographic data was concentric stenosis with mild calcification at the target lesion. One inflation was performed with polarcath balloon with 5 mm balloon diameter, 4 cm balloon length and 80 cm shaft length. The target lesion stenosis was 5% post procedure by visual assessment. No documentation on other procedures done was provided. The patient experienced pain during cryoplasty procedure on lesion 3. The patient was seen for a post procedure follow up (187 days post procedure). The angiogram documented that the stenosis had increased to 60% from the post procedure level of 5% both at target lesion 1 and in target vessel proximal to lesion 1. The angiogram documented that the stenosis had increased to 98% (nearly occluded) from the post procedure leve of 65% at target lesion 2. The angiogram documented that the stenosis had increased to 100% (occlusion) from the post procedure level of 5% both at target lesion 3 and in target vessel proximal to lesion 3. No information provided on reintervention or new interventions. No information provided on resolution, outcome or relationship to the device.